Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer was seen by their primary care provider (hcp) the following day where they had a fever. The patient was placed on antibiotics and improved with the shaking and headaches being resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had their device adjusted the day prior and the patient was fine. They reported they woke up this morning and had a "horrible headache" and was shaking. They wanted to know if the symptoms were related to the device/therapy. No further complications were reported or anticipated with this event.